Manufacturer narrative:
Updated fields: b4, d9 (return to manufacture date), g3, g6, h2, h11. The fat performed a visual inspection and found the part to be in good condition. The fat installed the compressor in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual. Passed all tests. No failure confirmed. Retaining the part in the failure analysis and testing.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by fst (field service technician) during semi-annual maintenance that the compressor of cardiosave iabp (intra-aortic balloon pump) was sluggish. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions, component codes), h11. A getinge field service engineer (fse) reported that the compressor was slow coming to pressure, and the helium pressure would not go above 280mmhg. The fse replaced the compressor and filters. The unit passed all functional and safety tests and was returned to customer.

Event description:
N/a